Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized for low potassium and electrolytes. Patient also reported that their implantable cardioverter defibrillator (ICD "went off 75 times in six hours". All reasonable contacts have been followed up with and no additional information is available. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was noted to be explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.